Event description:
The herculink 5.0 x 18mm bare-metal stent was advanced through rdc guide catheter. The device failed to advance properly through the proximal portion of the right renal artery. An attempt was made to withdraw the stent delivery system back into the guide catheter. The stent would not pass the proximal edge of the guide catheter. After multiple attempts, the balloon was successfully withdrawn into the sheath, but the stent undeployed, remained on the wire in the mid-abdominal aorta. Several attempts were made with successful retrieval of the stent via a contralateral retrograde approach from the left common femoral artery.